Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the pockets were not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the pockets were not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 4.2 and 4.2 were not detected on the bus. A field service engineer (fse) verified the issue, powered off the station, reseated the row board and retractor band cables, and restarted the device. After logging into the hardware test application (hta) and running a functionality test, an error was found on drawer 4.2, row tray b. The fse powered off the device again, replaced the row board, restarted the station, and reran the functionality test in hta, which was successful. The system functioned as intended after the field service engineer repaired the device.